Event description:
During a routine follow-up the pacemaker dependent patient's pulse generator was found in back-up vvi. The programmer initiated the automatic restoration process. Shortly after, the patient felt dizzy and lost consciousness, striking his head on the floor. The hardware elective replacement indicator byte was checked, and found the device at end of life. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.